Event description:
It was reported that an arteriotomy closure of the common femoral artery was performed with a prostar xl device using a pre-close technique, before a percutaneous stent graft implant procedure. A 6f sheath was initially used while deploying the device and it was later upsized to a 20f sheath for the interventional procedure. Reportedly, during arteriotomy closure, the sutures were observed to have pulled through the vessel (vessel was reported to be thin). Bleeding was observed at the groin, which was controlled by manual arterial compression. The femoral artery was closed surgically. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information

Manufacturer narrative:
(B)(4). The device was not returned for analysis, which limited the scope of the investigation. The suture may have pulled through the vessel due to a number of factors including, but not limited to, manufacturing, user technique and patient anatomy. Patient anatomical conditions such as a frail tissue may cause this failure. A femoral angiogram showed good vessels; however, the target groin was reported to be thin. The thin vessel may have contributed to the reported event. Failure to capture, or incomplete capturing, or not capturing the tissue at all during needle deployment may contribute to the reported suture pulling through the vessel. All devices are visually tested and a sampling of finished devices is destructively tested to verify the functionality of the device. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not detected.